Manufacturer narrative:
The reported event of the blade falling out of the handpiece was not able to be duplicated by a manufacturer repair technician through functional evaluation . Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a blade. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device would not retain a blade. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.